Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2020 with blood glucose of 800 mg/dl. Customer stated that his kidney was shutdown and went to dialysis. The customer was treated by manual injection, intravenous insulin for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.